Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the was patient in the intensive care unit (ICU), due to heart failure symptoms. Aortic valve insufficiency was found, and an aortic valve surgical replacement was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the was patient in the intensive care unit (ICU) and had a sudden spike in power yesterday. It's usually 4.5-5 but it spiked to 7-8. Log files were extracted. The event log file recorded a period of increased motor power associated with (f67) harmonic compensation and (f55) motor instabilities left ventricular assist device (lvad) fault flags. There was also a slight increase in the recorded lvad temperatures (2 °c) as the recorded actual motor speed values were just below the set speed value during this period (6000 rpms).

Manufacturer narrative:
Sections b1 and b2: corrected. Section b3: date of event corrected. Section g2: report source corrected. Section g3: g3 of the previously submitted MDR was inadvertently left blank. The aware date was 11jan2025. Section h1: type of reportable event corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed transient elevations in power and flow, as well as rotor instability events; although the account attributed these events to the patient's aortic valve insufficiency, the events observed in the log files appear consistent with a material, such as thrombus, being ingested into the pump and contacting the rotor. The submitted controller event log file captured transient elevations in power and flow on (B)(6)2024. Review of the submitted left ventricular assist device (lvad) event log file revealed that these elevations were associated with a transient increase in rotor noise resulting in rotor noise and harmonic compensation fault flags. Based on complaint history and similarly reported events, the data captured in the log files is potentially consistent with a material, such as a thrombus, being ingested into the pump and contacting the rotor. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. It was additionally communicated that pump thrombus was ruled out. This was unable to be confirmed through this evaluation, as no images or product were available for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the power spikes, temperature increase, and motor instability flags was determined to be due to aortic valve insufficiency. Thrombus had been ruled out. There were no changes to the patient's condition or anticoagulation status.